Manufacturer narrative:
Additional information: b5 (patient's estimated blood loss and completion of treatment).

Event description:
It was reported to fresenius that a patient experienced blood loss after the multifiltrate pro alarmed with system errors 9040, 9046 and 9027 during continuous renal replacement therapy (crrt). The errors occurred approximately 12 hours after the initiation of treatment. Treatment was discontinued. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was reported to be 246 ml. No serious injury or medical intervention was reported. Treatment was continued with the same devices following a restart where no additional problems were encountered. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a communication error occurred, which ultimately resulted in system error 9040.1. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the described 9040.1 error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A review of the DHR is found to be not necessary due to the fact that the failure/ complaint can be clearly attributed to the failure mode 'design'. No hardware component is associated with this complaint therefore, no hardware / sample investigation was performed. Review of the IFU is considered to be not necessary as the complaint is not related to the function / operation of the device or an operator handling error. A review of the service manual is considered to be not necessary because the complaint is not related to a faulty handling during service activity.

Event description:
It was reported to fresenius that a patient experienced blood loss after the multifiltrate pro alarmed with system errors 9040, 9046 and 9027 during continuous renal replacement therapy (crrt). The errors occurred approximately 12 hours after the initiation of treatment. Treatment was discontinued. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was reported to be 246 ml. No serious injury or medical intervention was reported. Treatment was continued with the same devices following a restart where no additional problems were encountered. No parts are available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a patient experienced blood loss after the multifiltrate pro alarmed with system errors 9040, 9046 and 9027 during continuous renal replacement therapy (crrt). The errors occurred approximately 12 hours after the initiation of treatment. Treatment was discontinued. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was reported to be less than 500 ml. No serious injury or medical intervention was reported. No parts are available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.